Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the radio-opaque tip of the 0.014 guidewire broke off in the patient. The procedure was converted to a carotid endarterectomy (cea) and the physican retrieved the tip from the outside of the right common carotid artery. Patient woke up neuro intact in operating room.